Event description:
Infection: information was received in 2002 regarding a patient who was treated with synvisc and developed an unspecified adverse event. Six days later the treating physician reported that a patient with arthrosis, developed an infection of the knee joint following the first injection of synvisc 8 weeks ago. Patient was hospitalized and required knee surgery with lavage and drainage. The physician stated that this patient had a nasal infection at the time of the injection but determined a possible relationship of this event to synvisc. Manufacturer's comment: data review did not identify any product trends which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.